Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0nc4z, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient was in the emergency room (ER) due to not urinating in two days; the patient¿s legs and abdomen were swollen. The swelling was reported prior to implant on (B)(6) 2014. Pain was experienced from the patient¿s buttocks down their leg, which was not experienced following the surgery. The device was turned off until the patient met with their manufacturer representative to make programming adjustments. It was further reported that the patient was seen by their health care provider (hcp) soon after the ER visit. The nurse catheterized the patient in their office and the patient was able to urinate on their own thereafter. The manufacturer representative had not heard from the patient since this incident, so they assumed the patient was doing fine.